Event description:
Restenosis was found in one of the lesions previously treated with a cypher stent.

Manufacturer narrative:
This patient presented to cath and 3-vessel disease was found. All lesions had greater than 50% stenosis. Medications at baseline included: beta blocker therapy, calcium antagonist, aspirin, clopidogrel, lipid lowering agent, ace inhibitor, and pravastatine. Percutaneous coronary intervention (pci) was first performed on a lesion in the mid right coronary artery (rca). Lesion characteristics are unknown. A 3.5 x 18mm cypher stent (lot number r0303491) was deployed at 12 atmospheres (atms) with no complications. Pci was performed next on a lesion in the mid left anterior descending (lad). Lesion characteristics are unknown. A 2.5 x 23mm cypher stent (lot number s0203079) was deployed at 12 atmospheres (atms) with no complications. Finally, pci was performed on a lesion in the circumflex (cx). Lesion characteristics are unknown. A 2.5 x 18mm cypher stent (lot number r0203575) was deployed at 12 atmospheres (atms) with no complications. The pt was discharged two days later. Medications at discharge included: b-blocker, calcium antagnonist, aspirin, clopidogrel, lipid lowering agent, ace inhibitor, and simvastatin. Approx 24 months later, the pt had a revascularization. This pt had anginal complaints, stable angina ccs 2. A stress test was not performed. An elective re-ptca was performed on the segment in the mid rca due to restenosis. Prior to the previously reported event, a diagnostic angiogram performed three months earlier revealed 50% stenosis in the mid lad and 0% stenosis in the mid rca. There was no indication for revascularization. The device (lot s0203079) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt. This is one of two products used in the patient that were reported under the following manufacturing number 9616099-2006-00530.